Manufacturer narrative:
(B)(4). A visual examination of the returned uphold lite revealed that the suture on the blue dilator was broken. The remainder of the suture with the dart was missing and was not returned. The capio slim suture capturing device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite pelvic floor kit was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician encountered an issue with the mesh. The device was allegedly broken. The procedure was completed with another uphold¿ lite pelvic floor kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: the suture on the blue dilator was broken. The remainder of the suture with the dart was missing. Additional information received on march 30, 2017: the detached suture and needle were not left inside the patient.